Manufacturer narrative:
The phaco (phacoemulsification) handpiece was received. And a visual assessment of the returned sample revealed, no visual nonconformity. The phaco handpiece was connected to a resistance test box, which found no measurable resistance from the high electrode to ground. The returned phaco handpiece sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco and I/a functioned as intended. No abnormal sounds or elevated shell temperature were observed. The phaco handpiece was connected to a dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to have unstable stroke on the longitudinal movement. However, the stroke length met specifications, per manufacturing test procedure (mtp). Additional testing of the piezoelectric crystals confirmed, the crystals have a low dissipation, indicating they are not a contributing factor to the reported event. Destructive testing was performed. And did not reveal any nonconformities. Testing found the phaco handpiece to meet specifications, per mtp. Therefore, the customer reported event was not able to be confirmed. A phaco handpiece manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three phacoemulsification (phaco) handpieces (hp¿s) did not have any power to break down the cataract during a cataract extraction procedure. The hp¿s passed prime/tune but had no power in the ¿sculpt¿ phase. With each of the three handpieces the staff changed the handpiece tip¿s, cartridges and re-primed the lines, with no effective result. The procedure was completed using alternate hp with no harm to patient. This is the first of three reports for this patient.